Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00693; 2938836-2020-00694. It was reported that the patient presented in the emergency room feeling fatigue that lasted greater than one week. Upon interrogation, the pacemaker was found in ¿rf lockout¿ mode via merlin transmission and exhibited dissociation between the patient¿s intrinsic heart rhythm and the electrogram. Intermittent, high amplitude of noise, high impedance and loss of capture were observed on the right ventricular and atrial leads. Both leads appeared in similar locations on x-rays; however, venogram revealed physical abnormalities consistent with subclavian crush. The leads were unable to be explanted using gentle traction so they were capped and replaced on (B)(6) 2020. There were no allegations of device malfunction. However, the physician chose to electively replace device since it was in "rf lockout" mode at the time of lead revision. The patient was stable before, during and after the procedure but had a sinus bradycardia rhythm while under observation in the emergency room.

Manufacturer narrative:
The reported field event of wireless communication issue was not confirmed in the laboratory. Analysis performed, device was able to interrogate via rf telemetry throughout the entire analysis. Rf lock out mode was triggered due to extensive rf usage for long durations to preserve battery life. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Corrected information: h6 (patient code).